Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) may have developed an infection. The patient reported that the device may have dropped down below the pocket and the wires could be felt on top. In addition, the patient complained of a burning sensation around the area. Additional information was requested but no further information was obtained. No additional adverse patient effects were reported. The device remains in service.